Event description:
It was reported to philips that the device gave remote alerts indicating the image processing computer had an image store and communication problem, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely with the customer and confirmed the issue ¿fluoro storage not poss. Image disk problem.¿ with the help of the rse, the customer was able to recreate the image storage and found that a fan power cord was connected to the ippc's serial port. Once the power cord was removed, the ippc powered up and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. (Device) problem code grid was corrected.